Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was having trouble with her ins. The patient reported that the implant was ¿shocking¿ her around where the lead went into the battery. The patient also reported that the ¿wire burnt her back.¿ the patient reported that she went to the doctor¿s office yesterday who implanted the ins and the doctor¿s assistant told her to call the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issues were first noticed in (B)(4) 2017. An exact date was not provided. It was reported that the circumstances that led to the issues were that the device programming was changed. Steps taken to resolve the issues were also provided as changing the device programming. It still hurt patient in the back where the wire was put in their vertebrae at times. Patient provided their weight information. No further complications were reported/anticipated.